Event description:
A report was received explaining that during an injection, the needle became detached from the syringe and temporarily remained in the pt. Sterile medication projected out of the syringe and onto nurse's hands, face and clothing. The reporter indicated that no additional info regarding medication exposure is available. No needle-stick took place. No permanent adverse effects to clinician or pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.